Manufacturer narrative:
No samples were received for investigation of pr 10411769, in which the customer has stated: ¿the needle-free connector was blocked¿. The product in use at the time is reported to be a mp1000 china from lot 22125382. Further correspondence from the customer confirmed that they used the maxplus connector with a b. Braun set and the reported incident was observed during infusion. Additionally, the customer also reported that no damages were observed on the affected product and the flow was partially blocked. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22125382 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
It was reported that bd maxplus needleless connector was occluded the following information was received by the initial reporter with the following verbatim:when the nurse was using a needle-free connector to connect the infusion set for the patient to receive an infusion, she checked and found that the needle-free connector was blocked and immediately replaced it, resulting in a waste of consumables.